Event description:
It was reported that during a pci treatment procedure, the choice guide wire became stuck with an unknown balloon catheter when being withdrawn from the patient. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the left anterior descending coronary artery. The choice guide wire was removed along with the balloon catheter, and another wire was used to successfully complete the procedure. No patent injuries or complications were reported. Patient status is reported as "good".